Manufacturer narrative:
On (B)(6) 2016 03:33 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. Prior to cleaning the device, a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. No smoke and/or steam which could be considered excessive was observed during the testing.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield was smoking excessively. No patient effects. A replacement device was used to complete the procedure.

Manufacturer narrative:
12/28/2015 10:10 am (gmt-5:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield was smoking excessively. No patient effects. A replacement device was used to complete the procedure.